Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap was damaged. Investigation also revealed that the display was dim and discolored. Additionally, evaluation revealed that there was contamination under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/09/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/09/2015 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad and between the bumper pad and top. The returned battery cap coin slot was found to be worn. A test battery cap was able to be fully secured to the pump and was used to complete all testing. During testing, the display was found to be dim and discolored. Additionally, evaluation revealed that the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery function. The keypad was found to be fully intact; no damage or peeling was observed. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the internal clock battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).